Event description:
Pt (patient) reported getting rsv (respiratory syncytial virus) a few months ago and has to use oxygen more frequently now. Pt reported going to the hospital in april for rsv and being off remodulin for 2 days (specific dates unknown) due to pump issue (unspecified). Pt was hospitalized for 10 days. Pt also reported having nose bleeds with winrevair. Pt reported changes in breathing status is worse and experiences shortness of breath at rest, with change in weather condition (cold, humidity), daily activities (getting dressed, going from room to room, taking a shower), upon exertion (carrying heavy items, climbing 6 stairs or more, walking fast or on an incline, walking one block or more) and when bending over. Pt experiences chest pain, excessive tiredness, light headedness, and swelling in the legs, ankles, and feet. Unknown if md (doctor) aware. Date of admittance/ discharge of hospitalization is unknown. No further info/details or dates available. IV remodulin patient.